Event description:
Reportedly, the device takes too long to infuse.

Manufacturer narrative:
Device evaluation results: b. Braun service could not duplicate the reported incident. Standard inspection and 24-hour testing found no faults or issues with the pump.